Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of the solent omni thrombectomy system. The pump, effluent/supply line, shaft, tip, piston, and spike line were visually inspected. Blood was present inside the device. The attached waste bag was cut-off and not returned for analysis. Visual inspection of the device presented numerous severe kinks throughout the shaft of the device. One of the severe kinks had a hole with the hypotube protruding out of the hole, 59 cm distal of the strain relief. The hypotube was broken with the separated ends being ovaled, indicating that the hypotube was kinked prior to separation. The damage to the catheter shaft was constant to damage caused by force during advancing the catheter through the sheath.

Event description:
It was reported that shaft break occurred. Thrombectomy was performed with an angiojet solent omni within the iliac and femoral vein. After running in thrombectomy mode for 110 seconds, the device was removed and an angiogram was performed. It was found that there was still thrombus left. When the physician re-insert the device through the sheath, the mid shaft of the catheter was fractured outside the patient's body. No error message displayed. No damage was noted on the device or packaging prior to use. The device was completely removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.